Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was exhibiting consistent shocking impedance measurements greater than 125 ohms during the implant procedure. The following day, non-invasive programmed stimulation (nips) was performed which produced an impedance measurements between 50 and 68 ohms. It was noted that the patient is grossly overweight which may have accounted for the out of range measurements. No adverse patient effects were reported.